Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, side branch stenosis occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition as silent ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on dual antiplatelet therapy. Baseline core lab angiography revealed 50% side branch stenosis in the 2nd diagonal branch (dx2). Post-procedure angiography revealed 90% side branch stenosis in the dx2. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).